Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Injury to the lining of the digestive tract as a result of direct contact with the balloon, catheter, polypectomy snare, or as a result of increased acid production by the stomach - esophagitis, gastritis or duodenitis. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition, and could result in death. Spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
Balloon hyperinflated by candida, gastric pressure ulcer at the incisura angularis.

Manufacturer narrative:
To date, spatz fgia inc. Has not received the product for evaluation, therefore no analysis or testing has been done. The risk is specified in risk management and device labelling was update with the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed to report to physicians immediately regarding any and all change of symptoms. Symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur should be reviewed with patient, and patients should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Injury to the lining of the digestive tract as a result of direct contact with the balloon, catheter, polypectomy snare, or as a result of increased acid production by the stomach - esophagitis, gastritis or duodenitis. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition, and could result in death. Spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
Balloon hyperinflated by candida, gastric pressure ulcer at the incisura angularis.